Manufacturer narrative:
Probable allergic reaction to the hema in the desensitizer.

Event description:
Dentist called in - said a patient of hers had an allergic reaction while whitening (woke up with swollen lips on (B)(6) 2016) which did not improve, and by (B)(6) 2016 the patient went to the e.r. The patient was prescribed a steroid to help reduce and eliminate the swelling. After a few weeks, the patient returned to normal, and will not be continuing with any whitening. Informed the dentist about the hema in the kör desensitizer, that patient must discontinue use indefinitely, and if it happens again with another patient to advise them to discontinue use of the kör desensitizer permanently, and that they can visit their general practitioner to help with any symptoms of the potential allergic reaction.